Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. One photo was provided; photo review is currently underway. The device was not returned for evaluation. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. D4 (expiration date is unknown), g4: PMA / 510(k)#: k201155; k241946. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the peritx peritoneal catheter mini kit valve was damaged by the patient. The issue was resolved by changing the valve. Successful drainage was achieved. No medical intervention was reported. No exposure to blood / bodily fluid was reported. No patient injury was reported.

Manufacturer narrative:
H11: a physical sample was not received by our quality team for evaluation. One photo was provided for analysis and reviewed. During photo review, the valve is obscured by unidentified components. As a result, no additional observations could be made, and a cause related to the reported failure could not be determined from the photo alone. Note: the entry description states that the ¿. Valve was damaged by the patient.¿ based on this information, the damage may be due to user error. The complaint will be entered into the complaint management system, where it will be tracked, trended, and included in ongoing quality data analysis for future review and investigation. A review of the device history record (DHR) for part: 50-9050a lot: 0001592926 was conducted. No confirmed quality issues or rejections related to the reported incident were identified. The review verified that all procedural and functional criteria required for product release were fully satisfied. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the peritx peritoneal catheter mini kit valve was damaged by the patient. The issue was resolved by changing the valve. Successful drainage was achieved. No medical intervention was reported. No exposure to blood / bodily fluid was reported. No patient injury was reported.